Manufacturer narrative:
Concomitant medical products: texium; smartsite bag access, 50ml collapsible fluid bag (5% dextrose injection usp). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that half way through a methotrexate infusion a leak was identified near the pumping segment component. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Functional testing identified leakage from a pin hole in the silicone tubing on the shoulder of the upper pumping segment component. The cause of the leak is a pin hole in the silicone tubing. The root cause of the pin hole is unknown.